Event description:
A patient reportedly experienced ringing of the ears that persisted 20 days after receiving a mr exam. The site radiologist advised the patient to seek medical opinion of an ent physician; however, the patient refused. The technologists involved in the patient's mr exam indicated that they had forgotten to provide ear protection to the patient.

Manufacturer narrative:
The ge field engineer (fe) inspected the system and found it to be operational. According to the site, hearing protection was not used during the exam. The system is designed to comply with iec and osha standards for acoustic limits. Since acoustic levels of the system may exceed 99dba in the bore, hearing protection is required for all people in the magnet room during a scan. The system's operator manual provides a warning of the acoustic levels as well as instruction to use adequate hearing protection during a scan. Attempts were made to obtain information regarding the status of the patient. However, the site indicated that they had not heard from the patient since receiving the report. Additionally, ge made several attempts to obtain further details of the event such as the scan length. At this time, no information have been received from the site.